Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code # 52. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the transducer was out of calibration. The stm recalibrated the transducers as per the service manual and performed the condensation removal procedure. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code # 52. There was no patient involvement, and no adverse event was reported.